Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Batch # unk.

Event description:
It was reported that during a lap unknown procedure, the anvil had a difficulty in being removed. Eventually, the anvil fell when a nurse removed it forcibly. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.